Event description:
It was reported that a user received a ¿pairing failed¿ alert after scanning a freestyle libre 3 plus sensor with the ilet system, and the issue resolved after the user scanned the sensor again and the sensor entered warmup. Symptoms included no reported adverse clinical effects. Outcomes included no impact to clinical status and restored device function after troubleshooting. Investigation included phone-based troubleshooting and user education. Investigation of this case revealed that the device functioned as designed after reattempted pairing, with no device malfunction confirmed. It was concluded that the event was resolved through use guidance and did not require further action.